Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 31-jul-2020 and inspection of the unit was performed under service order (B)(6) where the quality control inspector documented the following codes on 04-aug-2020: distal cap - fixed type failed epoxy seal integrity inspection, bending rubber pinhole, distal tip annual maintenance, failed dry leak test, distal cap/ case cracked, failed wet leak test, hole in # 2 remote control button cover, segment screw loose at insertion tube, bending rubber leak at distal end. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, bending rubber, distal case/cap, o-ring(0.5x1.3). The video duodenoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).